Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level (value not provided); cause was unknown, however customer uses supplies longer than labeled use. Tandem technical support educated customer on labeling bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.